Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished atrial sensing. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Low sensing was observed in bipolar and unipolar configuration. Muscle induced intermittent oversensing was also noted. Reprogramming was performed. The lead remains in use. A lead revision will be considered. No patient complications have been reported as a result of this event.